Manufacturer narrative:
7/21/97-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure, the staples did not form properly. Bleeding occurred. The surgeon applied suture to correct this situation.